Manufacturer narrative:
(B) (4). (B) (4). Information not available, device not returned for analysis.

Event description:
It was reported that during an unknown procedure, the device had its tip broke during use and stopped working. No further information was known when inquiries made for additional information. Unknown how case was completed. There were no adverse consequences to the patient.